Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies had failed in drawer 5. None of the lids would open for nurses to remove medications; however, the lids would open during inventory. Orange indicator lights were observed along the side of the drawer. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer (fse) accessed the medstation and, via hardware test application, identified a non functioning position sensor on drawer 5. Pyxis was powered off, drawer 5 was removed, and the position sensor was replaced. After reinstallation, all sensors tested ok, a full drawer test passed, pyxis was rebooted, and drawer 5 was fully inventoried. The system functioned as intended after the field service engineer repaired the device.